Event description:
It was reported that the customer was experiencing high blood glucose. Troubleshooting was performed. The self, prime, and displacement tests passed. The insulin pump alarmed motor error. The customer's mother suspected that the no delivery alarm was not functioning properly. The customer's mother was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.